Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. No lot # provided. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was a gel migration issue with bd vacutainer tubes.